Manufacturer narrative:
It was reported that the patient had a hematoma after the lead repositioning and it was drained. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient had atrial lead dislodged. Revision of atrial lead was performed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.